Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The father reported via phone call that the insulin pump was not functional. The father stated a blank display occurred after they inserted a battery. It was also found the customer was unable to remove the battery cap from the insulin pump. The customer's blood glucose was 6.1 mmol/l. It was also found the customer received a failed battery test previously after changing the battery. Troubleshooting could not be performed for the failed battery test as the customer was unable to remove the battery cap. The customer declined to return the insulin pump for analysis.